Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was returned in the pre-needle deployed stated with blood present the device. The device was flushed during testing and marked. There were no obstructions, damage or abnormal observations detected with the device that would contribute to the reported experience. Based on the test results and the examination, the reported failure to mark could not be confirmed. Some of the causes for failure as outlined in the users training and trouble shooting guide include, but are not limited to: the track is not properly prepared, marker port possibly against sidewall of vessel, tissue might be obstructing port, puncture may not be in common femoral artery (puncture too high of low). To prevent this from occurring; consider additional tract preparation, withdraw device until marker port is above skin and re-flush device, gently rotate device if sidewall puncture is suspected, keep rotation barrel until pulsatile flow; future case note depth of puncture needle as arterial access is achieved. Based on the inspection criteria, testing results, user training material and instructions for use, the probable root cause for the reported failure or the device to mark during use, is due to incorrect procedure technique. There was no manufacturing or quality inspection deficiency detected. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for blockage- marker lumen. This is an isolated incident for this lot at the time of this review. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no bleeding from the marker lumen occurred, although, there was bleeding around the sheath. The artery was closed by a surgeon. There were no reported adverse patient sequale. Though requested, no additional information was provided.